Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited noise over-sensing. Due to the over-sensing, the ICD began to charge for inappropriate therapy, but the shock was aborted. No intervention was performed. The patient was stable.